Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6)2010: (B)(6) medical center. (B)(6) , md. Office notes. Status post stitch removal in office 10/07/10. Reports feeling better at site of suture removal. On (B)(6)2010: (B)(6) general surgical hospital. Anesthesia record. Weight 98 lbs. Asa 2. On (B)(6)2010: (B)(6) general surgical hospital. (B)(6) , md. Operative report. Preoperative diagnosis: abdominal pain status post hernioplasty. Postoperative diagnosis: abdominal pain hernioplasty. Operation performed: removal of abdominal wall foreign body, suture granuloma. Estimated blood loss: minimal. Complications: none. Procedure in detail: the patient was taken to the operating room and abdomen was prepped and draped. Incision was performed. Area of pain was identified and suture was identified and suture granuloma was removed. The wound was irrigated and closed with vicryl. The patient tolerated the procedure well. On (B)(6) 2013: (B)(6) general medical center. (B)(6) , md. Progress notes. Extensive past medical history which involves numerous abdominal surgeries. Stems from colon or genitourinary cancer which resulted in resection of colon, bladder, rectum, etc. Physical exam/abdomen: ileostomy with large amount of thin fluid-like output in the right lower quadrant. Left lower quadrant appears to be ileal conduit with visible pigtail stent producing urine. Midline abdomen has about a 1-1.5 cm opening with green suture and metal visible. Weight 39 kg. Wbc 16.1. Albumin 1.4. Radiology report: multiple dilated loops of small bowel. Small lower posterior pelvic fluid collection. On (B)(6) 2013: (B)(6) general medical center. (B)(6) , md. Progress notes. Wound about the size of a quarter, can see two green stitches and a piece of metal which is either a staple or a tac from her mesh. On (B)(6) 2014: (B)(6) general medical center. (B)(6) , md. Progress notes. Patient continues on ventilator support. Developed acute hypoxic respiratory failure due to influenza, led to secondary infection, superimposed infection with mrsa and acinetobacter pneumonia. Developed multiple cavitary lesions on her lungs and etiology could be due to septic emboli versus seeding from the mrsa. Abdomen exam: ileostomy with large amount of what appears to be coffee ground and fluid-like output in the right lower quadrant. Left lower quadrant has ileo conduit with visceral pigtail stent for urine. Laboratory data: albumin 1.2. History of pelvic malignancy with a diverting ileostomy with a urinary conduit and colostomy secondary to small bowel fistula. On (B)(6) 2014: (B)(6) general medical center. (B)(6) , md. Upper gastrointestinal endoscopy. Indications: hematemesis. Impression: normal esophagus. Normal stomach. One duodenal ulcer containing adherent clot. Examination otherwise normal. On (B)(6) 2014: (B)(6) general medical center. (B)(6) , md. Progress notes. Mrsa sepsis. Helicobacter pylori gastritis. Abdomen exam: colostomy, nephrostomy tubes in place with midline open incision about 1 cm. On (B)(6) 2014: (B)(6) general medical center. (B)(6) , md. History and physical. Physical exam: elderly, debilitated, chronically ill appearing, confused, lethargic. Abdomen: ileal conduit draining clear yellow urine. Ileostomy with some yellowish-greenish sludge. Impression: gram negative rod complicated urinary tract infection. Possible gram negative rod sepsis. Moderate protein calorie malnutrition. Multiple abdominal surgeries including high output ileostomy as well as ileal conduit. On (B)(6) 2014: (B)(6) general medical center. (B)(6) , md. Progress notes. Laboratory results: albumin level 2.7 low. Current medications: lovenox. On (B)(6) 2014: (B)(6) general medical center. (B)(6) , md. History and physical. Complains of nausea and weakness. Sent to hospital for low blood count. History of present illness: outpatient appointment to discuss exposed hernia mesh in the anterior abdominal wall in addition to discussing possibly ileostomy revision in the future. Abdomen exam: open area with exposed mesh on her right anterior abdominal wall. Ileocolostomy in left lower quadrant. Impression: malnourished with history of chronic renal insufficiency. Partially occluding left upper extremity deep vein thrombosis. Exposed anterior wall mesh. Epigastric pain. Admit to hospital. On (B)(6) 2014: (B)(6) general medical center. (B)(6) , md. Upper gastrointestinal endoscopy. Indications: abdominal pain. Impression: normal esophagus. Bilious gastric fluid. Widely patent choledochoduodenostomy was found. History of peptic ulcer disease. Exam shows no inflammations or ulceration. Multiple abdominal surgeries, suspect she may have adhesive disease. On (B)(6) 2014: (B)(6) general medical center. (B)(6). Discharge summary. Admitted with left upper extremity, partially occluding deep vein thrombosis. Has been on lovenox. Start coumadin and stop lovenox. On (B)(6) 2014: (B)(6) general medical center. (B)(6), md. Consultation. Abdominal wound that has been granulating over mesh. Admitted for dehydration. Exam: umbilical wound with granulation tissue about 3 cm in size with minimal amount of fibrinous drainage and exposed small piece of mesh. A small portion of the mesh was removed and the wound was redressed. On (B)(6) 2017: (B)(6), llc. (B)(6), md. Office notes. Abdominal pain. Complicated past medical history. Gynecological malignancy complicated by radiation treatment including intestinal stricture, fistula formation. Diverting colostomy. High output diverting ileostomy causing intravascular volume depletion and acute renal failure with subsequent exploration finding a more proximal small bowel diversion. Chronic use of total parental nutrition. Status post jejunostomy takedown, also findings of radiation enteritis. Cholecystectomy. Continues to have postprandial abdominal pain. Surgical history: colon surgery, 1982. Colostomy reversal. Cholecystectomy. Abdominal hysterectomy. Colostomy placement. Weight 104 lbs. Abdomen exam: multiple abdominal scoring with clean ostomy had left lower quadrant. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6). Operative report. Preoperative diagnosis: incarcerated incisional hernia. Incarcerated peri-colostomy hernia. Postoperative diagnosis: same. Operation: laparoscopic repair of incarcerated incisional hernia. Laparoscopic repair of incarcerated peri-colostomy hernia. Assistant: eschete. Anesthetic: general. IV fluids: crystalloid. Estimated blood loss: minimal. Complications: none. Specimens: none. Indications: as above. Procedure in detail: ¿the patient was taken to the operating room and placed upon the table in supine position. After induction of anesthetic, the abdomen was prepped and draped in the usual sterile fashion. The optical-tipped trocar was used to access the peritoneal cavity. A pneumoperitoneum was established. Additional working ports were placed. Adhesions were taken down sharply. There was a large number of swiss cheese-type midline hernia defects identified. There was also a large peri-colostomy defect. Gore-tex dual mesh plus was chosen. The peri-colostomy hernia defect was repaired with gore-tex dual mesh plus with a keyhole technique, with a 3 cm overlap of defect affixed with transfascial fixation sutures and circumferential tacks. The midline hernia was then repaired in similar fashion, but without a keyhole, with gore-tex dual mesh plus with circumferential transfascial fixation sutures and tacks in multiple rows. No viscera were injured in the repair. The pneumoperitoneum was released. The trocars were removed. The fascia was closed with 0 vicryl, skin was closed with 4-0 vicryl. The patient tolerated the procedure well.¿ (B)(6) 2009: (B)(6). Implant sticker. Implant: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 06452847. W.l. Gore & associates. Expiration: 2011/10. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/06452847) was implanted during the procedure. (B)(6) 2009: (B)(6). Implant sticker. Implant: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 06452910. W.l. Gore & associates. Expiration: 2011/10. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/06452910) was implanted during the procedure. (B)(6) 2014-(B)(6) 2014: [missing records: records for provider/care visits were not provided.] (B)(6) 2014: (B)(6). Operative report. Preoperative diagnosis: nonhealing anterior abdominal wall wound with foreign body. Postoperative diagnosis: nonhealing anterior abdominal wall wound with foreign body. Procedure performed: debridement of anterior abdominal wall wound with removal of foreign body; it turned out to be a gore-tex mesh. Assistant: none. Anesthesia: general. Estimated blood loss: 50 milliliters. Blood replacement: none. Counts: lap count and needle count correct. Packs and drains: gauze pack. Condition: stable. Operative note in detail: ¿after the risks of the operation were explained to this patient, consent was obtained for surgery. The patient was given preoperative medication and brought to the or. There, she was placed in the supine position, given general anesthesia and successful endotracheal intubation. She was given 1 gram ancef IV piggyback. In the or, her ostomy bags were covered with plastic drapes. The abdominal wound and anterior abdominal cavity was prepped and draped in the usual manner using sterile. Technique and betadine solution. Attention was turned to this open wound, which was about 4 x 4 centimeters open wound of granulation tissue. Immediately grasping foreign body here superiorly; it appeared to be gore-tex. This was grasped and slowly teased out. I would say about maybe 15-20 protacks had to be removed from this, as well as several stay sutures. This large gore-tex mesh was completely dissected free from the surrounding tissues and the underlying film that had it covered. It should be mentioned, on the left side there was a little rent entered in the peritoneal cavity. This was reapproximated using 3-0 chromic suture. After it was completely removed and all foreign bodies removed, it was noted there appeared to be another gore-tex near the stoma in the left lower quadrant, but it was elected at this time to leave this alone since it appeared to be fairly covered, but could not be removed through this incision. At this time, the wound was irrigated with saline. Wound gel #1 was applied and microcyn-soaked gauze, then a bulky dressing. The patient was then awakened, extubated and returned to the recovery room in stable condition.¿ (B)(6) 2014: (B)(6). Pathology report. Path #: n14-6426. Gross and microscopic diagnosis: foreign body, removal: portion of wire material for gross examination only. Clinical data: specimen: foreign bodies. History: __ [sic]. Pre-op: abd [abdominal] pain. Post-op: same. Gross description: received fresh in one container labeled with the patient¿s name and ¿foreign bodies¿ are three (3) disrupted irregular shaped pieces of rubbery red-tan synthetic material with minimal adherent red-tan tissue. Multiple pieces of coiled wired [sic] are attached to the material. Several additional pieces of coiled wire are present separately in the container. No sections are submitted. (B)(6) 2014: [missing records: records for provider/care visits were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06452910. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: (B)(6) health, certificate of death. Death at age 71 years. Place of death: decedent's home. Immediate cause: heart failure. Underlying cause: chronic kidney disease stage 4. Manner of death: natural. Autopsy: no. Did tobacco use contribute to death: unknown. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for ¿previous CT¿ were not provided.] (B)(6) radiology ¿ MRI abdomen. Indication: abdominal pains, abnormal CT with diluted common bowel duct. Impression: dilatation of biliary tree, gallbladder. Focal stenosis at ampulla a possibility, perhaps associated with diverticulum described on previous CT. Left lower quadrant hernia at site of ostomy. (B)(6) 2008: [facility ni]. Medicare drg [diagnostic related grouping]. Principal diagnosis: calculus of gallbladder and bile duct without cholecystitis, with obstruction. Secondary diagnoses: obstruction of bile duct, urinary tract infection, digestive system complications, vascular complications of medical care, laparoscopic procedure converted to open procedure, neurogenic bladder, phlebitis and thrombophlebitis. Principal procedure: choledochoenterostomy. Other procedures: cholecystectomy, exploration common bile duct, intraoperative cholangiogram. (B)(6) 2008: [missing records: records including operative report for open cholecystectomy, common bile duct exploration, choledochoenterostomy were not provided.] (B)(6) [signature illegible]. Progress notes. Feels ok, no increase in pain. Temperature 101. Abdomen soft, few bowel sounds. Slight open area at lower end of wound, drained some serous fluid. Jackson-pratt scant to no output. Impression/plan: status post open cholecystectomy, common bile duct exploration, choledochoenterostomy. Bile leak on postoperative day 6. Possible scan next week to [illegible]. Consider slowly starting diet when leak stopped. (B)(6) 2009: [missing records: records for CT scan were not provided.] (B)(6) 2009: [facility ni]. [Signature illegible]. Office notes. Status post open cholecystectomy, now with stomal hernia. Has parastomal hernia, reducible. [Illegible]. (B)(6) radiology ¿ CT abdomen/pelvis. History: pelvic mass, groin pain, breast cancer. Compared to (B)(6) 2009. Impression: improvement in region of lower pelvis. Stable duodenal diverticulum. Ventral abdominal wall hernia left lower quadrant; significantly larger than (B)(6) radiology ¿ MRI abdomen. History: colon surgery, abdominal wall hernia repair. Large fluid filled structure within right abdomen, likely a large duodenal bulb. Abnormal signal along left anterior subcutaneous tissues, likely related to scarring related to prior surgery. Impression: intra and extrahepatic biliary dilatation to the level near the ampulla. Follow up CT suggested to rule out obstructing lesion. Study limited due to motion artifact. (B)(6) operative report. Preoperative diagnosis: vesicle vaginal fistula after pelvic radiation. Postoperative diagnosis: vesicle vaginal fistula after pelvic radiation. Procedures: exploratory laparotomy. Lysis of adhesions. Bilateral ureteral sigmoid ostomies. Indications: this is a 65-year-old female whose [sic] has a history of gyn cancer status post pelvic radiation years ago. She developed neurogenic-type bladder, was catheterizing herself and developed vesicovaginal fistula, which was repaired with a muscular graft which failed. Her life has been absolutely miserable, and I have discussed a diversion with her for several years. Her quality of life has reached a point where she consents to proceed. I discussed the risks and benefits in detail, including infection of her anterior abdominal graft that was placed previously for a hernia, and she wished to proceed. Operative note: ¿after informed consent was obtained, the patient was taken to the operating room after receiving a preop dose of antibiotics. She was given a general anesthetic in supine position. Her abdomen was prepped and draped in usual sterile fashion. I opened her midline incision with a #10 blade from the pubic symphysis to above the umbilicus. I divided through her anterior abdominal wall graft. She had lots of adhesions in the abdomen and I spent 45 minutes lysing adhesions using sharp dissection. I got into the retroperitoneal space along the ascending colon, identified the ureter crossing the iliac vessels. Using sharp and blunt dissection, I lysed the ureter all the way down to the ureterovesical junction. I placed a clip proximally and distally near the uvj and divided the ureter. I then exposed the left retroperitoneal space along the descending colon. Again, I identified the ureter crossing the iliac vessels. I used sharp and blunt dissection to lyse the ureter all the way down to the ureterovesical junction. I used clips proximally and distally at the uvj and divided the ureter. I then brought the right ureter underneath the mesentery of the intestines to the left lower quadrant. I then cut the clips off of the distal ends of both ureters and spatulated the ureters. I placed ureteral stents up both ureters. I then used 4-0 vicryl suture to anastomose the ureters together. I then opened the sigmoid colon along the tenia. I placed the stent into the colon and anastomosed both ureters to the sigmoid colon using running 4-0 vicryl suture. I used 4-0 silk sutures to cover my suture line. At this time I used copious amounts of antibiotic irrigation. I left a #10 jackson-pratt drain in the left lower quadrant. I closed the abdomen with interrupted #1 ethibond sutures followed by staples for the skin. She tolerated the procedure well. Estimated blood loss: approximately 100 cc. Complications: there were no intraoperative complications. She was extubated and brought to recovery room in good condition.¿ (B)(6) operative report. Preoperative diagnosis: enterocutaneous fistula of the perineum. Postoperative diagnosis: enterocutaneous fistula of the perineum. Procedure: diverting loop ileostomy. Assistant surgeon: (B)(6) complications: none. Blood loss: minimal. Findings: patient¿s cecum and terminal ileum were plastered in her pelvis. I elected not to digoxin [sic] it out and perform a loop ileostomy to save her from having a right colectomy. During the case, I noted that urine was welling up in the pelvis and called dr. (B)(6) to come and assist me, and he separately performed a redo of his ureterosigmoidostomy. Please see his op note for detail. Details of procedure: ¿after the risks and benefits of the procedure were explained to the patient, informed consent was obtained. She was taken to the operating room. She was placed on the table in the supine position. Her abdomen was prepped and draped in usual standard fashion. I began by removing the staples and the fascial stitches from her old surgery which was 1 week ago. I opened the abdomen and placed a bookwalter retractor. I began to take some of the small bowel out of the pelvis. It was minimally adhesed from her surgery that was done a week ago. I began to follow her bowel. I started at the right colon and worked my way down. It appeared that the cecum and terminal ileum were stuck down to her pelvis due to old radiation damage. In order for me to get this out, it would have required essentially an ileocecectomy and maybe even a right colectomy. I elected not to do that in this patient who is very ill with medical problems, with an albumin of 1, so I was going to pull up a loop ileostomy. As I was getting that part ready, I noted that some fluid was welling up in the pelvis, and I thought that it looked a lot like urine. I called dr. (B)(6), who did her ureterosigmoidostomy a week prior. He came in to help me. He was there very promptly. We looked at her anastomosis where her ureterosigmoid ostomies were, and the tips of the ureters appeared necrotic, so dr. (B)(6) did a redo ureterosigmoid ostomy. Please see his operative note for details. After that was done, we washed out the abdomen. I pulled up a loop ileostomy in the right lower quadrant. We then closed the fascia with interrupted 0 ethibonds, and irrigated and closed the skin with staples. The ileostomy was cut and matured with a red rubber catheter underneath it. 3-0 vicryl were used for that. At the end, dr. (B)(6) reached into the colostomy after bandages were placed and pulled the stents up through the colostomy that went down in the sigmoid uretero-ostomies. An ostomy appliance was placed over that. The patient tolerated the procedure well, was taken to the recovery room in stable condition.¿ (B)(6) 2014: [facility ni]. [Signature illegible]. Office notes. Impression: infected mesh. Plan: CT abdomen/pelvis. [Nurse reviewer note: handwritten note, mostly illegible]. (B)(6) 2014: (B)(6) radiology ¿ CT abdomen/pelvis. History: infected mesh. Ventral mesh appears grossly unchanged, no significant inflammatory changes around the mesh. No evidence of abscess or organized fluid collection around the mesh. No evidence of bowel obstruction. Impression: extensive postoperative changes. Findings similar to previous study 2011 with exception of new right lower quadrant ostomy. No evidence of acute process. No gross inflammatory changes associated with ventral mesh, no abscess. (B)(6) 2014: [facility ni]. [Signature illegible]. Office notes. Weight 104.2. Has foreign body abdominal wall, possible mesh. Need [illegible]. Fell at home. [Illegible]. [Nurse reviewer note: handwritten note, mostly illegible]. (B)(6) history and physical. Chief complaint: abdominal wound. Very complicated surgical and medical history. Has had multiple operations including incisional hernia repair. Has a urostomy and colostomy and continues to have this persistent wound on the anterior abdominal wall. CT scan recently showed things looked pretty good, but in this wound is palpable foreign body. It could be mesh, could be suture, not sure, but needs to be explored and removed as she continues to have proud flesh in this wound and it will not close up. Would like to see about getting ileostomy reversed if this wound could clear up. Abdomen: soft, flat. Has bags on each side of lower quadrants, urine in one and liquid stool in the other. In the center in the midline, has about a 2 x 3 centimeter wound with granulation tissue present and palpable foreign body. Impression: persistent nonhealing wound in anterior abdominal wall with foreign body. Plan: exploration and debridement, removal of foreign body. (B)(6) [signature illegible]. Progress notes. Feels better, tolerating diet. Abdominal wound clean. Discharge. (B)(6) 2014: first option home health. Laboratory. Albumin 2.52 low. (B)(6) history and physical. Recently took out an infected mesh from anterior abdominal wall. Seemed to improve initially, now having increasing left upper quadrant abdominal wall pain. Has failed outpatient management with up to 2 norco 7.5 every 4 as needed for pain without relief. Coming in for intravenous control and workup. Exam: thin, in severe pain. Abdomen: flat, ostomies each side of lower abdomen. She had wound in center about 2 to 3 centimeters in diameter with granulation tissue. It does probe 2 to 3 centimeters towards left upper quadrant; left upper quadrant tenderness. Impression: increasing left upper quadrant abdominal pain, may be associated with this mesh. Plan: intravenous pain control. Esophagogastroduodenoscopy in morning. (B)(6) radiology ¿ CT abdomen. Indication: left sided abdominal pain. The mesh along the anterior abdominal wall seen on prior study has been partially removed. Diastasis of subcutaneous tissues along the anterior midline. Impression: extensive postoperative changes. No acute inflammatory changes. Soft tissue prominence with gas with presacral space likely post-operative/post-radiation changes. (B)(6) procedure report. Preoperative diagnosis: abdominal pain. Postoperative diagnosis: gastritis. Procedure: esophagogastroduodenoscopy. Small hiatal hernia noted. (B)(6) [signature illegible]. Progress notes. Feels better. Abdomen flat, wound clean. Impression: gastritis. Plan: discharge, follow up gastrointestinal doctor. (B)(6) 2014: [facility ni]. [Signature illegible]. Office notes. Post-prandial pain. Abdomen with wound, 2/3 healed. To gastrointestinal doctor. (B)(6). Laboratory. Albumin 2.97 low. (B)(6) 2015: [facility ni]. [Signature illegible]. Office notes. Small eschar excised. Continue silvadene. To dr. (B)(6) to consider taking down ostomy to [illegible]. ??/??/15: [missing records for the ¿CT 2015 reviewed¿ were not provided.] (B)(6) 2016: surgical specialists of (B)(6). (B)(6). Office notes. Preoperative visit. Extremely complex past surgical and medical history. Developed a sarcoma of perianal/gluteal region; treated with chemotherapy, then surgery requiring apr [abdominoperineal resection]. Developed recurrence, received surgery again including tah/bso and vaginectomy. In the meantime, she developed incisional hernia, underwent ventral hernia repair with mesh. Also mention of cholecystectomy with what sounds like possible bile duct injury requiring biliary bypass. More recent history includes neurogenic bladder, suspected enterovesical fistula. In 2013, dr. (B)(6) performed ureteral sigmoidostomy, complicated by enteroperineal fistula and necrosis of distal ureters requiring re-anastomosis. Dr. (B)(6) also involved in 2013 procedure and unable to reach the deep pelvis due to matted, radiated small bowel loops so he performed an enterostomy. This proved to be a rather proximal enterostomy with resultant short gut syndrome and total parenteral nutrition dependence. Initially referred to me last year for consideration of ostomy takedown. Suffers from high ostomy output, frequent admissions for line sepsis. Felt to be a marginal surgical candidate. In meantime, has had several more admissions for line sepsis, congestive heart failure. CT 2015 reviewed; numerous decompressed loops of small bowel contained within pelvis. Persistent enterocutaneous fistula to perineum. Understands she is extremely high risk. Medical history: chronic total parenteral nutrition, gastroesophageal reflux disease, breast cancer, peroneal sarcoma. No alcohol, tobacco, drugs. Impression/plan: proceed with attempted ostomy takedown, takedown of entero-cutaneous/perineal fistula. Anticipate extremely difficult surgical procedure due to extensive previous abdominal surgeries and pelvic radiation/radiation enteritis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby two (2) gore dual mesh plus were implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: debridement of abdominal wall, mesh removal, additional surgery. Additional event specific information was not provided.